Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Evaluation: no device samples returned from customer. Five retain samples of the incident code and lot number were retrieved for analysis. These packs of retain samples were visually inspected for attribute defects but no defects were observed. These packs were opened and sutures and needles were found intact. The sutures were physically inspected for any attribute defects but no defects were observed. The needles were inspected for any attribute defects but no defects were observed. As a part of further investigation batch manufacturing record was reviewed. The batch manufacturing record was reviewed, no deviation was observed. Sterilization run record was reviewed and found to be as per requirements. Finished goods record was reviewed for fg release parameters and were found to meet the specification. From the above analysis it is evident that there was no issue related to the suture quality and processing of this incident lot. As the complaint is related to suture breakage , tensile strength test is applicable & measurable parameter. Minimum knot pull tensile strength test value of retain sample was found to meet the usp average tensile strength requirement. All the individual tensile strength values for retain sample were found meeting usp average specification requirement. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown surgery on (B)(6) 2019 and suture was used. During surgery, the suture broke off. No adverse patient consequences reported.